Manufacturer narrative:
(B)(4). No pump error noted during testing, however noted in trace download analysis due to moisture damage. Insulin pump passed self test, occlusion test, force sensor test, basic occlusion test, prime, seating test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. Displacement test and self test were passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.